Event description:
As reported through the clinical trial, the patient was taken to the ER s/p a fall more than two years post tavr procedure. MRI showed multiple embolic cvas. The patient denied loss of consciousness or dizziness. The patient's echo during hospitalization showed possible thrombus or vegetation on the prosthetic aortic valve. He was admitted to the ICU with symptoms consistent with septic shock. The patient's pressures deteriorated. He was dnr, and passed away on the day of admission.

Manufacturer narrative:
Review of medical records received revealed the following: 34 months post procedure the patient presented after a fall. He had subjective fever the day before. He denied weakness, and numbness. He reported some difficulty with speech, but improved. An MRI of the brain showed multiple emboli and an echo showed randomly mobile, filamentous structure likely representing thrombus or (less likely) vegetation on the prosthetic aortic valve extending into the ascending aorta. The patient was also found to have highly elevated troponins at >40, c of 3.5, lactate of 10, metabolic acidosis. He was started on asa/plavix. The patient was seen by the stroke team, with no indication for tpa at the time. The cv showed possible endocarditis in setting of possible vegetation. The patient was started on broad spectrum antibiotics. That evening, the patient was admitted to the lcu and found to have an elevated lactate and decreased venous 02 sat, consistent with sepsis and shock. He was started on levophed and dobutamine for hypotension. He became tachycardic and hypotensive, likely secondary to the cardiac effects of the dobutamine; so the dobutamine was discontinued, and vasopressin and neo were added. Throughout the night, his pressor requirement waxed and waned. His code status was discussed, his desire to not be intubated, receive CPR, or chest compressions was re-iterated. He was given albumin for resusitation and a bicarb drip for his metabolic acidosis. Eventually, his hypotension overcame their ability to maintain his blood pressure and he became progressively hypotensive, and bradycardic to asystole. He was pronounced. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented by edwards in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), valvular thrombosis is potential adverse event associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. In this case, the cause for the embolic stroke and thrombus on the valve is unknown. The events occurred almost three years post valve implant. The patient¿s risk factors for stroke included advanced age and ef 30%. The patient also had a carotid stenosis. The cause for the valve thrombosis is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation of the event is ongoing.

Event description:
As reported through the clinical trial, the patient was taken to the ER s/p a fall more than two years post tavr procedure. MRI showed multiple embolic cvas. The patient denied loss of consciousness or dizziness. The patient's echo during hospitalization showed possible thrombus or vegetation on the prosthetic aortic valve. He was admitted to the ICU with symptoms consistent with septic shock. The patient's pressures deteriorated. He was dnr, and passed away on the day of admission.